Event description:
Facility reported a cracked venous header (10cm long). Reuse number 12. Estimated blood loss 75cc. No medical intervention. The sample is available for examination. Medwatch filed on the blood loss.